Event description:
As reported, when operating a 6f exoseal vascular closure device (vcd) the marker did not change, so it was retrieved. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18404937 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.